Manufacturer narrative:
Additional information received; the endurant stent graft system was explanted. The physician commented that the endoleak was caused by procedural or planning issues and that specifically the left ra was not sacrificed when it should have been. It was reported that the physician has not seen any product issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an emergency endovascular treatment of a ruptured abdominal aortic a neurysm. A short tortuous neck (10 mm) was noted and the patients aortic neck diameter ranged from 27.2 - 32.3mm. It was reported during the index procedure due to vessel morphology (accessory vessel in the left proximal renal artery and right sided aortic arch) the physician elected to implant the stent graft below the left renal artery (ra). A type ia endoleak was observed. An extension cuff was then implanted covering 3/4 of the left ra however the type ia endoleak was still present. A touch-up was carefully performed, and it was noted that the type ia endoleak was resolved. It was reported that a follow up CT was performed approximately 5 days post the index procedure. A recurrent type ia endoleak was observed. Per the physician the cause of the event was due to patient anatomy. No clinical sequelae were reported and the patient will be monitored.